Manufacturer narrative:
Device analysis results: visual analysis was performed which identified flat creases, wear abrasion, and an opening on the anterior. A leak test was performed which identified one opening on the diagram valve bond edge. Microanalysis identified one sharp opening on valve bond edge assessed as unidentified (tear) opening, partial delamination of the plug strap assessed as adhesive failure, and two openings on posterior with striated edge assessed as surgical damage. A fill inspection was performed and found no blockage in the valve. A dimension measurement in the shell was performed which found the thickness to be within specification. Based on the device analysis the final assessment is: one sharp opening assessed as unidentified (tear) opening and openings due to surgical damage.

Event description:
The device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling addresses: ¿potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.¿

Event description:
Patient reported a right side deflation. Healthcare professional has confirmed the event. The device remains implanted.